Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/5/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-13995n multi-fire scorpion needle broke. An x-ray confirmed the broken fragment was in the patient's right shoulder. The surgeon decided to leave the fragment in the patient, as removing it would be riskier than leaving it in. This was discovered during an rcr procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Manufacturer narrative:
Mw5154908.